Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A4: patient weight was requested but not made available. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b18: the device was discarded at the user facility and images were not provided. Therefore, direct product analysis was not possible. IFU for gore® viabahn® vbx balloon expandable endoprosthesis warning section state: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon. Expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. Special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during a thoracoabdominal branch endoprosthesis procedure, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was to be implanted in the left renal artery. Using an 8fr sheath (unspecified brand), an 8 x 79 vbx device was advanced to the intended treatment site. However, it was realized the vbx device was too long. The physician was pulling the device back out through the sheath when the vbx stent was dislodged. A gooseneck snare was used to capture and remove the stent from the patient with ease. A new 8 x 59 vbx device was then advanced and deployed with no issues. The patient did not experience any adverse consequences.